Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the hipot test. Investigation revealed a pinched pulse wire in the dn along the dn to front te cable. The cause for the pinched pulse wire was unable to be positively determined. No adverse event resulted from the damaged pulse wire or cable. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. Upon servicing, belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.